Event description:
It was reported that the pt had a sudden loss of hearing on (B)(6), 2012. All external equipment was replaced without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.